Event description:
According to the customer contact on 2/23/2026, "scrub tech was splashed in the face with blood from a syringe that was mixed with saline" and "the syringe had a crack in it."

Manufacturer narrative:
According to the customer contact on 2/23/2026, "scrub tech was splashed in the face with blood from a syringe that was mixed with saline" and "the syringe had a crack in it." Per the customer contact, "the staff member had to go to employee health." Consequently, the customer noted, "following hospital protocol, scrub tech had to get his eye irrigated for 15 min" and "the patient and the staff member had blood done." As reported by the customer contact, the individual "is doing fine." No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.